Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: investigators noted a cs52 alarm at power up. Cs52 alarm confirmed in the bb data on date of complaint. There was visible moisture behind display lens. Leak test performed; failed due to a display lens leak and battery compartment leak. The pump was opened and there was evidence of moisture found internally inside cover, on display screen, on and under transceiver pcb, main pcb and support bracket. A battery compartment crack on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal. The pump case cracked near the top and bottom right corners of the display lens at the case seal and cracked on the left side of the keypad (above the up arrow) to the case seal. Display screen is dim/faded (pink).